Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm 19 while attempting to load multiple cartridges. The customer's blood glucose level was not impacted. The customer was to contact the healthcare provider to obtain backup therapy to manage diabetes.